Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reportedly developed an infection at the incision line. Subsequently, the patient was treated with antibiotics (type not reported) and the internal magnet was removed. The patient has not had a new magnet implanted, as of the date of this report.